Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per getinge standard operating procedure since the serial number for the unit was not provided. A getinge representative has advise that the device has no technical issues. There was an user error with the patient circuit. The unit has been cleared for clinical use.

Event description:
It was reported that the safety disk test continues to fail after disk was changed. This event occurred prior the cs100 intra-aortic balloon pump (iabp) being used on a patient. There was no patient involvement and no adverse event was reported.